Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unspecific age, and origin. The patient was taking insulin lispro (humalog) for an unknown indication beginning on an unknown date. On (B)(6) 2012, it was reported that the patient's humapen memoir digits appeared broken and you could not see anything in the display window. The humapen memoir was associated with product complaint (B)(4) / lot 0705c01. The consumer reporter was the user. The user's training status was not provided. The duration of use was not provided. The pen was retained for possible return.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unspecific age, and origin. The patient was taking insulin lispro (humalog) for an unknown indication beginning on an unknown date. On (B)(6) 2012, it was reported that the patient's humapen memoir digits appeared broken and you could not see anything in the display window. The humapen memoir was associated with product complaint (B)(4) / lot 0705c01. The consumer reporter was the user. The user's training status was not provided. The duration of use was not provided. The pen was returned on (B)(6) 2012. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and the manufactured and returned date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2012. No further follow-up is planned. Evaluation summary a patient's mother reported that in her daughter's humapen memoir device display, the numbers appear broken and she could not see anything in the display window. Investigation of the returned device (batch 0705c01, manufactured may 2007) did not confirm the reportable malfunction of missing dose number segments. The device did reset to zero as designed; the device powered on and functioned normally. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Improper use and storage - there is no evidence of improper use or storage.